Event description:
Additional information was received from patient. Patient stated "the recharger cord had broken away from the head. It was replaced and it works great. Service was quick and fast, thanks." No symptoms were reported.

Manufacturer narrative:
B5: section updated with additional information. B6: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97755 ; serial# (B)(6); product type recharger was returned for product analysis. Analysis found recharger antenna failure. Specifically, no device found message was observed. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial #(B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that their controller and recharger were not connecting with each other. Patient stated that since a year or so ago they have been experiencing issues where the controller would quickly discharge. Patient said "I don't know if im being stimulated that much". Agent did not ask clarifying questions about this statement and decided to focus on reason for call (recharger getting hot). Patient stated that they also noticed about 2 months ago that controller would get a message that said it could not connect and they needed to move the charger. Patient stated that they would hear clicking sounds making them think it's attempting to connect then fails to connect. Patient also stated that the recharger cord coming into the paddle would get so hot that it almost burns them. Agent asked patient if they noticed any error codes when they would try charging the implant and patient stated that all it would say was that it was not receiving a connection. Patient mentioned that sometimes they could get it to work and sometimes they couldn't. The issue was not resolved. An email was sent to the repair department to replace recharger.